Event description:
It was reported that a pt underwent a coronary artery bypass graft on an unk date. When the surgeon was pulling the needle through the anastomosis, two-thirds of the way down on the needle, the needle got stuck in the vein and caused the tissue to tear. The surgery time was extended by approx three hours. No add'l info was provided.

Manufacturer narrative:
(B)(4). Needle drags through tissue. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02395. The same pt is represented in each medwatch.